Event description:
It was reported that on the remote transmission it was noted there was undersensing on the right atrial (ra) lead during a non-sustained tachycardia episode. Since the undersensing was intermittent no programming changes were recommended. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) 2011 (B)(6); 4193 implantable pacing lead 2003 (B)(6); 6947 implantable tachy lead 2003 (B)(6). (B)(4).